Event description:
The customer's mother reported her daughter's blood glucose and insulin history is as follows: the pod was then removed and she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.